Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Following field was update: d9, g1, g3, h2, h3, h4, h6, h11. Based on the results of the investigation the customer's allegation was confirmed. According to the investigation, product analysis confirmed that the device exhibited image flickering. In additional, poor water-tightness of cable unit, which led to water tightness lost, and corrosion on coupler unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable unit was twisted a device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center front panel button continues blinking and does not operate any function, also keyboard function not working. The issue occurred during maintenance. There were no reports of patient harm.